Manufacturer narrative:
The na electrode lot number was j8782. The expiration date was not provided. The investigation is ongoing.

Event description:
We received an allegation about questionable ise results for 2 patients' serum/plasma samples tested on a cobas pure c303 analyzer. Results for the sodium (na) test were affected. Sample 1 (patient 1): initial result: 125.8 mmol/l. 1st repeat result: 139.8 mmol/l. 2nd repeat result: 132.7 mmol/l. 3rd repeat result: 125.3 mmol/l. Sample 2 (patient 2): initial result: 153.9 mmol/l. Repeat result: 138.4 mmol/l. No questionable result was reported outside the laboratory.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.